Manufacturer narrative:
Investigation results were made available. Event description: it was reported that patient was implanted with a ncb pp plate on an unknown date. On (B)(6)2020 while walking the patient felt a snap in the leg. On (B)(6)2020 the patient underwent a revision surgery to fix the bone fracture and exchange the plate. Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function post-operatively. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that patient was implanted with a ncb pp plate on an unknown date. On (B)(6)2020 while walking the patient felt a snap in the leg. On (B)(6)2020 the patient underwent a revision surgery to fix the bone fracture and exchange the plate. Based on the investigation the reported event cannot be confirmed. Neither x-rays, operative notes, office visit notes, nor the explant or photos of the explant were received; therefore the condition of the plate is unknown. As no x-rays have been received, the correct plate positioning and fracture reduction cannot be assessed. The patient's bone quality was reported to the osteoporotic which might have a negative impact on bone consolidation. However, based on the available information, contributing factors of a possible mal- or nonunion of the bone fracture cannot be assessed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Additional information which was received on oct 5, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received updated per for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture and bone fracture.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture and bone fracture.